Event description:
It was reported that, during a thr surgery, a polarstem modular head for 21000662 broke while impacting the oxinium femoral head 12/14 taper 36 mm m/+4, which ended up damaged, the coating was scuffed . No pieces of the broken device fell inside of the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, during a thr surgery, a polarstem modular head for 21000662 ((B)(4)) broke while impacting the oxinium femoral head 12/14 taper 36 mm m/+4 ((B)(4)), which ended up damaged, the coating was scuffed. No pieces of the broken device fell inside of the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem. The device in scope of this complaint, was returned for investigation. The reported failure mode could be confirmed upon visual inspection. A review of the complaint history was performed and no further complaints were found for the lot. A review of the risk management documentation verified the failure mode and severity of the reported issue. No prior escalation actions are related to the reported issue. The reported device met manufacturing specifications upon release for distribution. No probable cause can be determined. Normal wear and tear through repeated use is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. This version of the device will be monitored for similar issues. This investigation is considered closed. The complaint device will be retained.

Manufacturer narrative:
D4: lot number and expiration date added. H4: manufacture date added. (B)(4).